Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The product name was tb-0535fcs and the lot number was "kr102050", not "kr107489". The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The tip of the probe was not broken off. There was a mark in the probe which came in contact with the non-insulated area of the grasping section and was abraded against it. There was a mark in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. When we performed a probe check, no abnormality occurred. When we closed the grasping section and checked the "seal" output, seal short circuit error didn¿t occur. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However, based on the physical investigation result, the exact cause of the event couldn¿t be exclusively identified. Since the past investigation results, omsc surmised that the activation failure and the peeling off of the tissue pad occurred by the following mechanism: the wearing of the tissue pad could have happened because the¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transaction of tissue. He tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The error couldn't be released. The user determined the device could not be worked. And, the falling-off of the tissue pad is likely occurred by the following mechanism: the distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The peeled tissue pad was fall off because the pad added load outside the patient. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During the procedure, the subject device was used. The tip of the probe broke at the beginning of the procedure. No further information was provided. There was no patient injury reported.